Event description:
It was reported that migration occurred. Obsidio was selected for a varicocele embolization procedure. During the procedure, obsidio migrated centrally in the gonadal vein and staying along the catheter. The physician suspects the obsidio embolized centrally to the lungs when the catheter was removed but there is no imaging that documents this.

Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.